Event description:
A opthalmic surgeon reported during intraocular lens (iol) implant procedure, there was a scratch in the thickness of the implant (not superficial or on the front or back). The scratch was perimetric and the surgeon preferred to leave the implant. Additional information was requested and received stating that the surgeon noticed a defect in the implant during implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).